Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive cap was sticking out and was loose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to loose drive support disk , detached end cap, cracked case display window corner and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.